Event description:
1) what went wrong? The spring mechanism of the pilot balloon was stiff, causing difficulties with inflation/deflation of the tracheostomy cuff. 2) description of the health effects: there were no direct health effects other than patient distress reported. No obvious leak found in the cuff.

Manufacturer narrative:
The investigation was constrained due to the defective product not being returned for analysis. Based on the incident description, the inability to inflate the cuff is suspected to be linked to the spring mechanism of the pilot balloon. Despite comprehensive production inspections, no deviations were identified in batch records. This suggests possible handling errors by the user, as the product had passed all quality checks. Without the cannula for examination, the exact cause remains inconclusive, although user handling not in compliance with the instructions for use cannot be ruled out. Continued investigations and follow-ups may provide additional insights into the issue.